Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received : events- "menorrhagia, pelvic pain" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tube') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.